Event description:
The hardware holding the pt step onto the table came loose. When a pt stepped onto the step, the step tipped resulting in the pt falling to the floor. During the fall, the pt hit their head on the wall.